Event description:
While attempting to complete a firmware upgrade to the pt's ipg, an error code was observed. The bsn field clinical engineer attempted to resolve the issue through multiple troubleshooting attempts but was unsuccessful. The pt's physician will decide the next course of action.